Event description:
It was reported that balloon burst occurred. The 70-80% stenosed target lesion was located in the non-tortuous and non-calcified arteriovenous fistula (avf). A 6.0 x 100, 75cm mustang balloon was selected for angioplasty. However, during the first inflation before reaching 24 atmospheres, the balloon burst. The device was successfully removed, and the procedure was completed with a 6 x 100 x 75 mustang balloon. No patient complications were reported.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. E1 - initial reporter address 1: (B)(6). G4 - premarket / 510(k) #: k141521, k141597. Device evaluated by MFR: the complaint device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 40mm in length. A visual and tactile examination found no kinks or damage to the shaft and tip of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.